Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited possible loss of capture. Additional information was requested but could not be obtained. The lead remains in use. No patient complications have been reported as a result of this event.